Manufacturer narrative:
Return of product has been requested. No physical return of product was provided, unable to proceed with product investigation at this time.

Event description:
Brush heads keep breaking, the back falls off and a pin comes out [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b sensitive or precision clean brushheads (flexi-soft) keep breaking. The reporter explained that the back falls off and a pin comes out, and stated this had happened with the last few packages after about 1-2 months of use. The reporter performed a scratch test on 2 brush heads which revealed genuine oral-b brush heads. No symptoms developed.